Event description:
New information received notes that programming changes were made and no crosstalk was seen during follow-up two weeks post device reprogramming. Patient's condition was satisfactory.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that crosstalk was observed through merlin.net transmission. There were no adverse consequences to the patient and the patient was unaware of the event. Patient will be followed-up in clinic to make the necessary programming changes.